Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had reportedly been hospitalized for internal bleeding and that the patient had a bruise on the left side under the shoulder strap of the garment. The patient's wife reported feeling that "part of the cause was from the lifevest because the garment is supposed to be worn snug". The patient's doctor was unable to determine the cause for the patient's internal bleeding. Follow-up indicated that the internal bleeding was stopped from the surgery the patient had while being hospitalized. The bruise on the patient's shoulder was reportedly also healing.